Event description:
The customer contact reported "minute sparks" and burn marks on the ac power cord. The pump was returned to the biomedical engineering department for an unspecified reason. No tracking info was provided; therefore, specific pt info pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. During testing at the user facility, the customer contact reported "minute sparks" from ac power cord where the ac power cord enters the device. Burn marks on the ac power cord were also reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The customer contact indicated the ac power cord was replaced at the user facility, and the device was returned to the clinical setting.